Event description:
This case, reported by a pharmacist via a sales representative with follow-up by an internist, concerns an outpatient of unknown age, who developed increased blood sugar level following the use of human insulin (unspecified humacart) with humapen ergo for diabetes mellitus. The pt had used the autopen prior to using the humapen ergo. The pt had been using humapen ergo with the opaque cartridge, which was later switched to clear cartridge humapen ergo. However, on event date, after starting the new cartridge, pt's blood sugar level began increasing. At the time of the initial and follow-up report, the outcome of the event was unknown. It was not specified if the insulin or humapen ergo was maintained or not. With the follow-up report on 16-mar-2001, the insulin was being continued. The reporting pharmacist did not provide seriousness assessment, and stated that the causality of the event were unknown. The internist assessed the event as mild and unrelated to the insulin. The internist did not know if the event was caused by the pen device, and stated that the pt's blood sugar level was unstable. Device analysis results are not available to date. Update 28-mar-2001: add'l info received 16-mar-2001 from an internist. Added a reporter (internist), updated suspect drug info, added the internist's relatedness info for the drug and the device, added the event's start date and severity assessment, corrected the suspect device from opaque cartridge holder to clear cartridge holder, and updated the narrative.